Event description:
Information was received from a manufacturer representative (rep) regarding a patient receiving intrathecal hydromorphone 8 mg/ml at 1.75 mg/day via an implantable pump for non-malignant pain. It was reported that the patient came in today ((B)(6)2025-) for a refill and 12 ml was expected in reservoir. The rep stated 35 ml was aspirated from reservoir. The patient was not symptomatic but was scheduled to come back tomorrow ((B)(6)2025) for a dye study.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider (hcp) via a company representative (rep) stated that the removed catheter was discarded.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the patient was taken into surgery the next day. It was discovered that the pump had been flipping in his pocket and had twisted up a portion of the catheter. The rep reported that the twisted segment was removed and replaced with a new catheter and connector segment. The issue was resolved and the patient was doing great.

Manufacturer narrative:
Continuation of d10: product ID 8784, lot# serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2025, product type catheter; UDI: (B)(4); ubd: 2024-06-30; product ID 8784 lot# serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type catheter; UDI: (B)(4); ubd: 2025-03-23. Medtronic submits this report4 to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.